Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose value of 300 mg/dl after eating pizza, and customer support provided troubleshooting and education. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency care, and no reported injury. Investigation included a review of the reported event and user guidance provided by customer support. Investigation of this case revealed no device malfunction and that the event was consistent with postprandial hyperglycemia potentially related to meal composition and timing. It was concluded that the device functioned as intended and that the hyperglycemia was not attributable to a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.